Event description:
It was reported that when the latch of the rod inserter is returned to its original position after holding the rod, it would not fasten. Therefore, when the rod is inserted into the muscle layer, the rod detached into the muscle. However, no pt complication was reported.

Manufacturer narrative:
(B) (4). Device was returned to the MFR for evaluation. The visual examination shows no apparent damage to instrument. The rod inserter opens normally and securely retains rod when closed. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.